Manufacturer narrative:
The reported event ¿design issue¿ could not be confirmed. In the event description, it has been mentioned that this complaint is a design issue and not a product issue. Thus, the design proposal has been analyzed by the customs design team. In the complaint analysis performed by the peek customized cranial implant design team, it was stated that ¿(¿) the implant design was performed according to freqi 08-500. The implant is also designed symmetric to the contralateral side; (¿)¿ in the event description, the plate is described to have a gap in the front. According to the complaint analysis, as the surgeon has opted to use standard plates to bridge the gap, this may have led to the implant sitting proud in the back. All appendices were shown in the design proposal. However, in the design skull appendix section, the complete defect was not demonstrated (loose bone is not shown). The custom design team mentioned that this is not a severe issue and has no influence on the design or the current complaint. Further, the required extra clearance was not stated properly in the design proposal, thus the surgeon is not aware about the clearance and does not know the reason behind the trimming. It is stated in the complaint analysis that ¿(¿) ideal would have been a comment in the design specification table: ¿5mm implant trimming due to unsupported bone and clearance to provide room for repositioning¿. (¿) (fig. 1)¿ the reported device is a peek priority, thus the second feedback was not properly documented and may have raised different expectations on the implant design. The surgeon has expected to receive an implant similar to the device presented in the feedback document and not as the one in the design proposal. Surgeon has requested option 2. It was not stated that the clearances for option 1 has been used for option 2. In order to prevent a misinterpretation of the feedback document in the future, the custom design team has mentioned that the document will be subject for improvement as well as to engage a second designer to review it ensuring that questions and images are precise as well as to avoid any misunderstanding (false expectations) from the customer. Further, they will also review the feedback document in terms of user handling and that it is an early sketch of the implant, not the final one, i.e. Certain changes may apply. Based on the performed statistical investigation and the DHR review there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported by the company representative that a patient presented with a gun shot wound. It was decided that a peek priority implant was to be used. The surgeon was provided two design options. The surgeon chose the design he felt best fit the area/fragment. When the device came in there was an unexpected gap in the front. He used standard plates to bridge the gap, and the procedure was completed successfully. It was determined that this was a design issue and that the device was manufactured correctly according to the design.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device still implanted.

Event description:
It was reported by the company representative that a patient presented with a gun shot wound. It was decided that a peek priority implant was to be used. The surgeon was provided two design options. The surgeon chose the design he felt best fit the area/fragment. When the device came in there was an unexpected gap in the front. He used standard plates to bridge the gap, and the procedure was completed successfully. It was determined that this was a design issue and that the device was manufactured correctly according to the design.